Event description:
It was reported that balloon rupture occurred. A severely calcified target lesion was located in a vessel. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.